Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the fluid does not flow properly. Additional information was received stating that during patient use, the flow rate was set for one hour, however, feeding finished less than 40 minutes. The exact flow rate was unknown. The flow rate was too fast. There were no patient harm and medical intervention required.

Manufacturer narrative:
All device history records (DHR) are reviewed for quality inspections and parameter compliance prior to the release of product for shipment. The kangaroo epump was received at the service center for evaluation. The unit was triaged, and the reported issue could not be confirmed as it could not be duplicated during testing. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. This complaint will be used for tracking and trending purposes.